Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. A taxus liberte atom stent delivery system (sds) was advanced to the unspecified target lesion. The stent was deployed, however upon removing the delivery system there was a "sticking issue" and the physician had to manipulate the balloon to get it to release. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).